Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, during the 2nd firing, squeezed down the firing trigger, it could not be released. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and picture provided by customer. Visual analysis of the returned device and picture received, determined that the device was received totally disassembled. Silicon sleeve was cut to review internally the conditions of the implants; as result, both implants were found inside without any physical damage. Besides, the screw to lock the trigger was broken. A manufacturing record evaluation was performed for the finished device lot number: 6l54928, and no non-conformances related to the reported complaint condition were identified. The complaint cannot be confirmed. Based on the information currently available and with the evaluation of the returned device, a definitive root cause cannot be determined. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscus repair procedure on 1/7/2021, it was observed that the firing trigger on the truespan 24 degree peek device was damaged. According to the report, it would not release after it was squeezed down for the second firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.